Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter email:(B)(6).

Event description:
It was reported that the mobile power unit (mpu) bottom cover, handle, and battery door was damaged and the battery ribbon cable was frayed.

Manufacturer narrative:
Section d4: expiration date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of damage to the housing and battery strap was confirmed with the reference photos of mobile power unit (serial # (B)(6)). The provided reference photos captured a stress fractures near the handle and on the bottom housing. Stress fractures were also on the battery door, including a frayed battery strap. A root cause of the damaged housing and battery strap could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on (B)(6) 2016. It was noted mobile power unit is a rental unit. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to inspect equipment that includes the mobile power unit. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the yellow wrench advisory alarm that details an internal malfunction detected within the mobile power unit and to call hospital contact. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.